Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) clinical study. It was reported that myocardial infarction (mi) and in-stent restenosis occurred. In (B)(6) 2014, the patient was referred for cardiac catheterization and presented with elevated biomarkers indicating ischemia. The index procedure was then performed. The target lesion was located in the mid right coronary artery (rca) with 90% stenosis, and was 15 mm long with a reference vessel diameter of 3.5 mm. The lesion was treated with pre dilatation and placement of a 3.50x20mm study stent. Following post dilatation, residual stenosis was 0%. Seven days post procedure, the patient was discharged with acetylsalicylic acid and clopidogrel. In (B)(6) 2015, the patient was diagnosed with symptoms related to mi and was hospitalized on the same day. Patient cardiac enzymes elevation had peak ck-mb value of 79.6 ng/ml and 9.1 ng/ml (uln=5.0 ng/ml) and peak troponin values of 4.12 ng/ml and 8.135 ng/ml (uln= 0.43 ng/ml). Patient¿s electrocardiogram (ECG) was performed which revealed non q-wave mi and an event of mi was reported. Mi diagnosis was based on symptoms, biomarker elevation and ECG changes and location of mi was inferior. On the following day, coronary angiography was performed and revealed 85% stenosis from proximal rca to distal rca. Patient also had positive stress test or other objective evidence of cardiac ischemia. The 85% stenosis noted from proximal rca to distal rca was treated with percutaneous coronary intervention. Following intervention, residual stenosis was 20%. Eight days post procedure, event was considered to be recovered/ resolved and the subject was discharged on the same day.